Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock blocked. We have received 66 closed samples and 1 open with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test on all closed samples received, we have noticed that in 30 of the samples, the thread broke easily next to the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: detachment of the needle could be caused by too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported needles repeatedly come loose during sewing with this batch. The needles are pulled out when sewing. No harm of patient/no injured patient/no effects on the patient. Additional information has not been received.